Event description:
It was reported the electrogram displayed what appeared to be noise on the merlin transmission. Electrogram anomaly was suspected. Clearing the electrogram was suggested, which will be addressed when patient comes into the clinic for next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.